Event description:
On (B)(6) 2009, pt reported she has been noticing her batteries depleting very quickly in the last couple of months. She states the last 8 batteries have depleted within a two week time frame. Pt reported on (B)(6) 2009 the infusion device gave her the low warning alert and then this morning, the infusion device was not on. She stated the display was blank and when buttons were pressed, they did not respond. Pt reported the basal rate was not showing on the display. She stated she took the battery out of the primary infusion device and inserted it into the back up infusion device and the back up infusion device is working fine. Unable to check the history of the infusion device to verify or to check the battery type setting as the pt switched to back up infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Advised using a name brand battery. Product was replaced and requested return of the suspect product for evaluation.